Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that driveline fault (yellow wrench) alarms were observed. Technical service reviewed the log file submitted which contained a driveline fault event on (B)(6) 2018 that appeared to be caused by a percutaneous lead (driveline) issue. On (B)(6) 2018, it was reported that system controller was exchanged. Technical service reviewed the log file submitted which showed the same percutaneous lead (driveline) phase having some degrading as did the prior system controller. X-rays were submitted for review which showed an area of concern. On (B)(6) 2018, technical service reviewed additional log file submitted which confirmed driveline fault alarms continued throughout the file. Although there were no pump stoppages occurring, driveline data showed the same percutaneous lead (driveline) phase as having further wire fatigue. There were no other unusual events noted within the event history and the pump continues to maintain within set pump parameters as expected. On (B)(6) 2018, it was reported that the patient was placed under hospice care. The patient was having continued worsening of shortness of breath (sob) and received medications through hospice. No additional information was provided.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: on (B)(4) 2018, additional log file analysis completed by the manufacturer¿s technical services representative revealed 7 pump stops related to a potential short to shield events on (B)(6) 2018 between 11:35:49 and 11:36:32 on (B)(6) 2018, it was reported that the patient was using an ungrounded power module patient cable. Additional log file analysis completed by the manufacturer¿s technical services representative revealed driveline faults, a low speed operation and some pump stoppages. It was reported that the patient declined any intervention. No additional information was provided.